Event description:
It was reported by the contact person the device was used during a lap cholecystectomy. It was reported the trocar was placed and after the surgeon introduced the scope an air leak was noticed. Upon inspection the outer seal had split. A new trocar was placed to complete the case. There was no consequence to the pt.